Event description:
The customer reported that a barcode g87658039 was shown as a "heart" symbol in the plate matrix report. It was reported correctly in the master batch report and the bleed.dat files.